Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra is giving inaccurate erratic readings. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with insulin - no adjustments. The inaccurate issue began the same day at 9 am. The patient reported blood glucose results of "458 and 162 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. At that same time, the patient reportedly took his usual dose of insulin (10 units of r insulin and 10 units of n insulin). Fifteen minutes alter, the patient alleged developed symptom of "sweaty." The patient indicated that she did not receive any treatment. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, the blood samples were taken from approved testing sites, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the patient claimed she has symptom that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.